Event description:
Physician was attempting to use the spider fx embolic protection device during procedure to treat moderately calcified lesion in the distal mid right popliteal artery. The vessel had no tortuosity and exhibited 70% stenosis. The artery diameter was 5mm and lesion length was 100mm.a non-medtronic 7fr sheath was used. IFU was followed. It was reported that spider wire broke at breaking point without trying. Physician did not want a short wire. Physician lost wire access after crossing because of short wire. No resistance noted during advancement. The procedure was completed by removing spider, had to get wire across lesion again and placed a new spider. Wire removed with spider catheter. No intervention required for removal. The vessel was post dilated. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the spider fx device was return to medtronic investigation lab for evaluation. The device was returned coiled inside a biohazard pouch inside a return carton. Biologics were observed on the device. A kink was observed on the white section of the dual ended catheter. A kink was observed on the capture wire. The filter basket was inside the clear section of the catheter. The wire was snapped at the snapping point. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.